Event description:
During attempted implant, it was reported that there was difficulty removing the stylet from the left ventricular (lv) lead. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of the stylet could not remove was confirmed. As received, a complete lead was returned in one piece with the stylet stuck in the lead. Visual inspection found the inner coil bunching up and the stripped ptfe coating of the stylet in the connector region. The cause of the reported events was isolated to the inner coil bunching up and stripped ptfe coating at the connector region from the stuck stylet consistent with that occurring while trying to remove the stylet from the lead.